Manufacturer narrative:
Synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis, broken into 2 sections. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found that is was returned coiled and identified multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that a kink occurred with abnormal resistance withdrawing the device. This 3.50 x 48mm synergy xd was used for a percutaneous coronary intervention in a moderately calcified, mildly tortuous, and 95% stenosed lesion in the proximal right coronary artery by femoral access. The kink occurred when advancing the stent to the lesion site and resistance occurred withdrawing the device. The procedure was completed with a different device with no patient injury.